Event description:
Boston scientific received information that this right ventricular (rv) lead has chronically high lead impedance measurements that are now out of range. Boston scientific technical services (ts) recommended troubleshooting. The clinician will discuss with the physician. The patient is not pacer dependent. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.